Event description:
It was reported that the patient had pain at the ins site and there was movement of the ins possibly for the last 1- 2 months. The patient still had urinary relief from the system. There were no known accident or incident related to this event. The device was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 serial # (B)(4) determined the ins was functionally okay with no significant anomalies. The setscrew was backed out too far but it was suspected this occurred at explant.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na; lead model 3093, lot # v299378, implanted: (B)(6) 2009, explanted: unk.